Event description:
My left foot placed in an aircast boot made by djo global (now owned by enovis corporation) by my doctor on (B)(6) 2024. A fastening devices that appears to be a rivet, without being noticed, protruded from the cover of the aircast boot and went into my ankle causing delay in treatment for my foot problem. I got an infection on my left foot and ankle. My foot arch eventually collapsed. Company did nothing to help and didn't acknowledge that there was an injury to myself. I have pictures and medical records that you can see. This aircast I believe is a dangerous product. It was used correctly by myself and I followed the instructions perfectly. I think this is something you should know about.